Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, on (B)(6) 2014, the patient was administered general anesthesia to facilitate with the placement of a new abutment. The implanted device remains.